Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection or insulin pen for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Performed displacement test and self-teat were passed, completed rewind and insulin exit out of the tubing. The insulin pump will not be returned for analysis.